Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument's tip stopped responding to console movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. A sigmoid resection was the procedure being performed. A dissection of the peritoneum was being performed with the instrument when the issue occurred. The issue did not occur after a system fault. The target tissue was the peritoneum. The jaws of the instrument were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument housing was removed and found an instrument bearing dislodged from its expected location. The bearing on the grip input disk bearing appears to be dislodged. Additional observation related to customer reported complaint: the instrument was found to have a dislodged retaining ring. The retaining ring was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.